Manufacturer narrative:
Concomitant medical products: 694965, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds the lv lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted there is cuts on the outer insulation at 24.5 and 27.6 cm. If information is provided in the future, a supplemental report will be issued.